Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 424 mg/dl or 489 mg/dl. Customer¿s other blood glucose level was 400 mg/dl and 436 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with bolus. Customer stated that the insulin pump had received no delivery alarm. Customer reported that the alarm did not occur during manual prime. Customer stated that the drive support cap was normal. Customer reported that the battery cap was peeling off the top plastic. Customer was advised to run a self test and the test was passed. Customer also performed displacement test and the test results was passed the test. Customer wishes to perform the high pressure test. Customer troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly, over delivery anomaly or prime or fill anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was programmed with a unit bolus. The bolus delivered properly. No air bubble anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the user guide. No bolus anomaly, basal anomaly or history anomaly noted during testing. Device had a broken battery cap (p), minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.